Manufacturer narrative:
Product complaint # (B)(4) h3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one winding former with a needle and suture outside the foil packet. Product code vcp433h. During examination, a short insertion length was observed at the suture end, and no remnant was found within the needle barrel hole. Visual inspection determined that the needle and suture were detached due to the suture insertion did not meet the specified acceptance criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: received information as following from sales rep via phone today. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During removal from package.

Event description:
It was reported that a patient underwent a skin pigment removal surgery on (B)(6) 2026 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. Visual inspection revealed that one winding former with a needle and suture outside the foil packet. Product code vcp433h. During examination, a short insertion length was observed at the suture end, and no remnant was found within the needle barrel hole. Upon visual inspection of the returned sample, it was determined that the needle and suture were detached due to the suture insertion did not meet the specified acceptance criteria. No additional information could be provided. .no adverse patient consequences were reported. Additional information was requested.